Event description:
When de-accessing patient's port, the normal safety mechanism would not engage to cover exposed port needle. According to one of our clinical staff: the issues is the port needle is not being covered by the safety device upon de-accessing of the port. There have been a few others I have just learned of that were never reported or retained. I'm very concerned there are so many repeated issues with the same product. In fact, the nurse that is entering the most recent one said she has developed a technique to remove the needle because it's happened with her so many times. I have a real issue with this product.